Event description:
On feb 16, accelus was notified that during post op care and evaluation of the patient, the shim backed out from shell. On (B)(6), the shim was removed during a revision surgery. During the surgery, the surgeon opted to leave shell in place it was well fixed in the disc space. Surgeon believed there was no benefit to removing the shell and replacing with a new flarehawk shim and shell. Surgeon opted to leave well positioned and fixed flarehawk shell in place after removal/retrieval of the shim. The rep cautioned the surgeon with respect to the risk of not inserting a shim into the existing shell or replacing with a new shim and shell. The surgeon believed that further surgical intervention posed a greater risk to the patient. The surgeon packed additional bone graft inside the flarehawk shell and closed the incision without any issues.